Event description:
It was reported that a device was used during an unknown procedure. The device would not stay armed. Another device was used to complete the case. There were no consequences to the patient.